Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screwdriver shaft was not fitting into the handle correctly, leading to the shaft rotating in the handle when trying to remove screw. The screwdriver then became stuck and the shaft was damaged trying to separate the screwdriver from the handle. The surgeon was able to remove all screws with no adverse effect for the patient. No patient harm, a delay of surgery of 15 minutes was reported this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an evaluation on the returned product was completed: the investigation of the two returned instruments has shown that the connecting part of the screwdriver is indeed broken off and the mini handle is defect. We cannot reliably determine the cause which has led to this breakage. The given information would indicate though that the user may have had some problems during the positioning of the screwdriver shaft into the mini coupling mechanism which resulted in the breakage of the screwdriver shaft (too much applied mechanical force during separation try). Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.